Event description:
A company representative reported that a gap nail was found broken in a 19-year-old brittle bone patient 3 weeks after implantation. The nail was successfully removed and replaced by the implant of another system. The company representative was contacted for more information for final report.